Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. A separation was noted in the inlet tube of the reservoir. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was also noted on the inlet tube.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, despite manipulation of the pump, there was no filling of the cylinders. Computed tomography (CT) showed a full reservoir, suggesting pump dysfunction. The device was replaced.